Manufacturer narrative:
D1, d2a, d2b and g4 - this information is populated based on the most likely codes/information. Should specific product information become available, a supplemental report will be submitted. The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time. Additional contact: (B)(4).

Event description:
The complaint/event involved an unspecified two-way transfer device that was being used for the dilution of ceftriaxone antibiotics. A grey piece of rubber was reported to be floating in the solution. There was no patient involved and there was no report of any human harm.